Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 6 false positive sars results for 1 consumer experiencing cold like symptoms of headaches and dizziness. Results have been confirmed negative by molecular (pcr). Additional mdrs will be filed for the other events. Report 2 of 6.